Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. No other anomalies were noted. The patient presented in clinic on (B)(6) 2017. Isometric testing and pocket manipulation was performed but noise was unable to be reproduced. Programming changes were made. The patient would be continued to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on (b)(2018 indicating that the right ventricular lead was capped and replaced on (B)(4)/2018 due to oversensing. No further information was available.

Event description:
New information received on (B)(4) 2018 indicated that the patient was stable throughout the procedure. The patient had previously presented remotely via merlin.net transmission. Upon review, noise oversensing was noted on the electrocardiogram. Insulation issue was suspected. The lead was otherwise normal. The device was previously reprogrammed to address the issue.